Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic. During a device update, the pacemaker went into back-up vvi mode. A device download successfully restored the device. The patient will continue to be followed normally.